Manufacturer narrative:
Additional information: b5, b7, h6, h10. B5: upon follow up it was reported the patient was in pediatric intensive care unit and was on continuous renal replacement therapy (crrt) therapy using extracorporeal membrane oxygenation (ECMO). The physician wanted to continue ECMO during an ¿unrelated lengthy¿ procedure. The reporter called baxter to ask if the patient could be moved to the cath lab without treatment interruption. The reporter stated that the inability to move the patient to the cath lab while continuing echmo was not a factor in the patient's overall condition. H10: a service history review could not be performed as the serial number was not provided. The device was not received for evaluation; therefore, a device analysis could not be completed. Reportedly the customer wanted to know if the prismaflex machine was equipped with backup battery. While being advised on how to determine if the backup battery was present, the machine was unplugged and the machine shut off. The prismaflex control unit is designed to support the operator during loss of line power or in case the power cord needs to be temporarily unplugged during operation. The way the control unit handles such situations depends on the availability of an additional back-up battery in the control unit, which is available as an accessory. If a back-up battery is not installed, the treatment will be suspended once line power is lost. Should power be restored within 15 seconds, the treatment will resume. Otherwise, the warning: power failure alarm will appear on the screen and provide recovery instructions. To determine if the backup battery is installed or not, it is needed to go on service page, on section "power/voltage". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous veno-venous hemodiafiltration (cvvhdf) using a prismaflex control unit, the operator unplugged the unit and it shut off. Treatment was discontinued and the extracorporeal blood was not returned to the pediatric patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.